Manufacturer narrative:
An investigation determined that the implant was not under a uniform load as intended, which expanding and collapsing the implant repetitively under this load could cause issue.

Event description:
It was reported that during the case the implant disassembled intraoperatively during an attempt to shorten the implant and re-position within the disc space.